Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on 01 november 2022, a 35mm navitor titan valve was successfully implanted. The patient had a low hemoglobin of 10.4 mg/dl prior to the procedure. On (B)(6) 2022, the patient's hemoglobin decreased to 8.7mg/dl. Ferinject and IV fluids were administered. Per the physician, there was no significant bleeding during procedure. The patient pre-existing's anemia and IV fluids (dilutional effect) is suggested to be the cause of the low hemoglobin. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of anemia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the patient had a history of anemia. Based on the information received, the cause of the reported incident could not be conclusively determined. However, the patient's pre-existing anemia may have caused the reported event.